Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 after participating in a successful trial phase with nalu. The system was implanted near the lateral shoulder with the leads targeting the suprascapular nerve to treat shoulder pain. During the trial the patient had reported receiving good pain relief, however the patient noted that the same therapy was not being felt with the permanent system. Imaging was performed and found that one of the implanted leads had migrated away from the intended nerve target, thus causing the inadequate pain relief. On (B)(6) 2025 a surgical procedure was performed to reposition the lead back to the intended position to regain therapy. No components were removed or replaced during the procedure and no new components were introducted. All original system components remain implanted and in use.

Manufacturer narrative:
Nalu field personnel working with this patient report that the implanting physician has a history of excellent anchoring techniques and that there is no obvious event or issue that may have caused or contributed to the device moving. Migration is a known inherent risk of implantable neuromodulation systems.